Event description:
It was reported that the patient experienced a high blood glucose, with a highest cgm reading of 262 mg/dl after a dinner that included a new higher-carbohydrate bread and bbq sauce while the ilet was in its learning period; the event involved meal announcement practices and user interaction with the device interface, and no alerts or alarms were reported. Symptoms included hyperglycemia without associated complaints. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided. Investigation of this case revealed no device problem, and a usage problem related to meal announcement and carbohydrate variability was identified, involving user interface interaction and an improper or incorrect procedure or method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.